Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting rising thresholds, decreased sensing and intermittent capture. Therefore, a revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.